Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient reported they had been in a lot of pain on their right side and pain was on and off. Patient always used groups a, b, and rarely used c. C seemed to focus on their right side and so patient turned the stimulation up but they got what agent understood as the settings not available message. Patient turned the stimulation down but couldn't turn the stimulation up. Patient noticed group c was gone a couple days ago. Agent reviewed information and redirected patient to their hcp to address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2021 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the cause of the issue was that "one of my leads burned out." The patient stated that reprogramming on the other lead resolved the issue.